Manufacturer narrative:
Conclusion: reportedly, the patient was explanted of the device after being involved in a car accident which lead to infection, dizziness and in situ testing showing high impedances. Additionally, device investigation found damage to the active electrode likely caused by minute device mobility, which might have been induced by the reported accident. No available information is pointing to the device having caused or contributed to the observed dizziness and infection, which were most likely due to medical reasons. This is a final report.

Event description:
The user had a car accident prior to activation. This car accident lead to problems of high impedance status on several electrodes and dizziness. The patient has been explanted but doesn't want to be re-implanted. As per additional information received, dizziness and infection were observed after the car accident. Reportedly, dizziness was present regardless of the use of the device and infection was not the reason for explantation. Additionally, a review of the device's sterilization records shows that the device has been subject to a valid sterilization process. The patient was explanted of the device on (B)(6) 2017. It was stated in the device explantation report that the device or a malfunction of it did not cause or contribute to the explantation.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had a car accident prior to activation. This car accident lead to problems of high impedance status on 6 electrodes and dizziness. The patient has been explanted but doesn't want to be re-implanted.